Event description:
It was reported that there was difficulty in extruding vitagel through the lea during a laparoscopic hysterectomy. The sales representative noted that there was a procedural delay due to the difficulty in extruding the vitagel.

Manufacturer narrative:
It was learned during the conversation with the sales representative that this patient had excessive bleeding. The vitagel is applied via the lea through a trocar into cervical cavity follow the hysterectomy. The sales representative indicated the lea likely came into contact with tissue and blood given the excessive bleeding. As a result of this contact the vtiagel likely coagulated at the tip of the lea causing the increased resistance of application.